Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013 the wife of a (B)(6) year old male pt contacted zoll customer support to report that the pt had an open sore under one of the electrode belt electrodes. The pt's wife reported that she would use a band aid on the pt's skin as long as it was not beneath the electrode. The pt continued to wear the life vest. It is unk whether the pt required med intervention. The clinical outcome of the sore is unk.